Event description:
It was reported that the unknown impression coping became stuck in the implant (tsvm4b11). The implant had to be explanted. Site was grafted with allograft. No additional patient consequences were reported.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). One tapered screw-vent implant with attached impression coping was returned for investigation. A visual inspection of the as received product identified where the impression coping had been cut off. The coping exhibited extensive damage and the impression screw was damaged to the point where it was unable to be removed. The hex of the screw was non-functional. The complaint is confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants / instructions for use for zimmer dental implant systems information identified: contraindications the 3.7mmd zimmer trabecular metal implants should not be placed in the molar region. Zimmer dental implants should not be placed if there is an insufficient volume of alveolar bone to minimally support the implant (minimum 1mm circumferential and 2mm apical). Implants placed in the maxilla should not perforate the sinus floor membrane. Poor bone quality, poor patient oral hygiene, heavy tobacco use, uncontrolled systemic diseases (diabetes, etc.), reduced immunity, alcoholism, drug addiction, and psychological instability may contribute to lack of integration and/or subsequent implant failure. Severe bruxism, clenching, and overloading, may cause bone loss, screw loosening, component fracture, and/or implant failure. Exposure to radiation and chemotherapy may impact health of the implant. Dental implant patients should be instructed to consult with their physician prior to undergoing such treatment options. Warnings surgical and restorative techniques required to place dental implants are highly specialized and complex procedures. Practitioners should attend courses of study to familiarize themselves with implantology techniques. Improper technique can cause bone loss, patient injury, pain and implant failure. Zimmer dental implant systems are intended to be used only with zimmer dental specially designed bone drills and prosthetics. Implants placed at unsuitable angles relative to existing dentition or multiple implants placed at convergent/divergent manner can result in complex restorations that may overload implants, potentially leading to implant failure (including fracture). A thorough diagnostic work-up and use of x-rays and surgical templates are recommended to help ensure proper angulation and avoidance of certain anatomical features such as sinus membranes, adjacent teeth and craniofacial nerves. Other relative warnings include steroid and anticoagulant treatment which may affect the surgical site, surrounding tissue, or patient¿s healing function. Exposure to long-term use of bisphosphonate drugs especially with chemotherapy may impact implant survival. Careful patient selection including consultation with the patient¿s physician is strongly recommended prior to implant treatment. Excessive mobility, bone loss, or infection may indicate the implant is failing. Any implant which appears to be failing should be treated or removed as soon as possible. If removal is necessary, curette any soft tissue from the implant site and allow site to heal as though it were an atraumatic extraction. Due to the metal conductivity, electrosurgery around the implants and intraoral abutment preparations without irrigation could result in tissue damage, patient injury and implant failure. Patients should consult with their physician and imaging technician prior to undergoing a magnetic resonance imaging (MRI) procedure. Zimmer implants and abutments have not been evaluated for safety and compatibility in the magnetic resonance (mr) environment. Zimmer implants and abutments have not been tested for heating or migration in the mr environment. Precautions: ensure the 3.7mmd zimmer trabecular metal implants are splinted to additional implants when used in the pre-molar region. When placing the zimmer trabecular metal dental implant, 4.1mmd, in mandibles with a dense (type d1), thick, inferior border where apical implant engagement is expected, follow the dense bone protocol for the 4.1mmd trabecular metal implant with the following exception. After the drill sequence step using the tsv3.8dn or tsv3.8dsn, add an additional drill step utilizing the sv3.8dn or sv3.8dsn drill. If needed, also use the optional tt4.1 cortical bone tap. This correction will provide a wider apical osteotomy to ensure that the apical tip of the implant is not subjected to excessive torque during the final seating process. Proper case planning is essential to the long-term success of both the prosthesis and the implant. Overload is one of the key contributors to implant failure. Ensure the implant size and abutment angulation are appropriate for the occlusal load. Highly angulated abutments should be avoided. Splinting should be considered where appropriate. Appropriate tightening of the screw is essential to prevent premature loosening. Contraindications: contraindications include neurological, psychiatric or other disorders that render a patient unable to maintain adequate oral hygiene on a daily basis, contraindicating diseases (e.g., blood dyscrasia, uncontrolled diabetes, hyperthyroidism, aids), contraindicating conditions (e.g., oral infections, malignancies, myocardial infarction within the last 12 months) and uncontrolled parafunctional habits (e.g., bruxing, clenching or gnawing). General considerations: control of biomechanical stresses is the key factor to long-term success of the prosthesis. Even after implant integration, imbalances in occlusal forces can lead to implant failure. This is especially true for molar and cuspid implants. The large surface areas of these teeth attest to the great forces in these regions, and clinicians should design their case plans accordingly. It is recommended that a one-to-one implant to natural tooth root ratio be used whenever possible. To begin restorative procedures, first remove the healing collar. Warning: implant surgery and restoration involve complex dental procedures. Appropriate and adequate training in proper technique is strongly recommended prior to implant use. Improper technique can result in implant failure and/or loss of supportive bone. Precautions: proper case planning is essential to the long-term success of both the prosthesis and the implant. Overload is one of the key contributors to implant failure, particularly in the molar region where occlusal loads are typically the highest. Ensure the implant size and abutment angulation are appropriate for the occlusal load. Highly angulated abutments should be avoided in the posterior region. A root cause for the complaint could not be determined. The following sections have been updated: evaluated by MFR: changed "no" to "yes". The following sections have been corrected: labeled for single use: selected "yes".

Event description:
No further event information available at the time of this report.